Manufacturer narrative:
Customers that received lot b18j19-5b1 were identified and will be instructed with a notice via email to discontinue use of the test strips immediately.

Event description:
Medwatch report number mw5090833 was reported to entra health on november 14 2019. Complainant informed entra health systems on november 4 2019 of an issue stating that the ble smart from lot b18j19-5b1 was giving higher than normal readings when comparing meter readings against the freestyle lite meter. In addition, the complainant stated the meter was giving readings out of the acceptable range of 0-20% error.